Event description:
This pt from the study experienced a non-q wave myocardial infarction approx four days after a precise rx stent was placed in the ostium of her right internal carotid artery. Coronary angiography was not performed and the physician felt the event was not related to cordis product. Approx 8 day following the index procedure, the pt was discharged. Approx 11 mos after the index procedure, the pt expired. According to the physician, the death was not related to cordis product; however, the cause of death was not reported. The pt was admitted for the index procedure with a pre-procedure nih stroke score of 3. Angiography revealed 80% stenosis in the ostium of the right internal carotid artery. The reference vessel was described as 6mm in diameter and moderately tortuous. The target lesion was 5mm in length and eccentric. An angioguard rx was advanced beyond the target site and the 7mm basket was successfully deployed. The target was pre-dilated. An 8.0x40mm precise rx stent was deployed in the target lesion without complication. The post-procedure stenosis was 10%. The angioguard was successfully retrieved. Upon inspection, there was no debris noted in the filter basket. Her post-procedure stroke score was 2. There were no reported procedural complications.

Manufacturer narrative:
The product is not available for analysis. A review of the mfg route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. Additional info will be submitted within 30 days of receipt.